Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-mar-09, additional information was received from an healthcare professional (hcp). Additional information indicated the follow-up contact was not the implanting physician. The hcp did not know if the catheter was initially placed in the wrong location. The hcp indicated that they only performed the replacement after it was determined by another hcp that it was delivering medication "with subdural pattern without an intrathecal flow".

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient who had been receiving dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2004, the patient was implanted with a pump and catheter, and the patient indicated the hcp put the catheter in the wrong place. The patient stated "it was in the wrong place because [they] were not getting any pain relief". The patient was nauseous and dizzy. The patient went to another hcp and was told the reason they were not getting pain relief was because the catheter was in the wrong spot so the hcp moved the catheter. The patient also indicated the hcp had their medication "as high as 15".